Manufacturer narrative:
Unit alarmed compromised force sensor system during basic occlusion test due to protruded/loose drive support disk. Unit had minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
It was reported that the customer received the compromised force sensor system alarm. Troubleshooting was done. The customer's blood glucose was unknown. Advised that a replacement insulin pump would be sent. Nothing further reported.